Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000180r, work order complete: h3, h6) a manufacturer representative went to the site to test the imaging system. It was reported that the motion interface controller had multiple errors on the logs on all motion boards leading to the motion interface board being replaced. Codes b01, c07, and d02 are applicable. (B)(6): applicable to the system would not clear initialization (B)(6): applicable to the system not being able to open, and unresponsive buttons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that after taking an ap (anteroposterior) shot and moving into a lateral scan, the system would not clear initialization. The issue persisted after multiple reboots. Troubleshooting was performed. The manufacturer representative (rep) rebooted the system and waited several minutes before powering system back on, but it did not resolve issue. The rep rebooted the system and disconnected the imaging acquisition system (ias) and mobile viewing station (mvs) from one another. The rep powered on both system independently. Upon bootup of the ias, the system still would not clear initialization. The rep plugged the mvs into the ias, and it did not resolve issue. The rep then attempted to open the ias via the yellow open button. The system did not open. The rep attempted several other buttons on the pendant, and system did not open. The rep and the site performed a manual open of the gantry; gantry was successfully opened and patient was removed from the system without issue. It is unknown if there was a delay, and if there was an impact to patient outcome.

Manufacturer narrative:
Analysis was performed for product bi71000180r, lot number p120823001 rev. 4. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable this evaluation. Code f1908 was also added for the 20minute delay caused by the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this was a lumbar fusion surgery, and the issue caused a 20 minute delay. Patient demographics were also provided.